Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter.   Product return status: 1 device was not available for evaluation.   Additional information: 1 device is labeled for single-use. 1 device was not reprocessed and reused. Device not available for evaluation.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had material that was split, cut, or torn due to external or internal forces. 1 event had patient involvement; no patient impact.